Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) acetabulum procedure. During the procedure, while the surgeon was drilling, the tip of the drill bit broke off unto the patient. A fragment was generated from the broken device and the broken tip of the drill bit was left inside the patient. Another drill bit was used to complete the procedure. The procedure was successfully completed with no surgical delay. The patient status is unknown. This report involves one (1) 2.5mm three-fluted drill bit qc/230mm/200mm calibration. This is report 1 of 1 for (B)(6).